Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 500cc artoura breast tissue expander being used for a primary breast reconstruction deflated intraoperatively. A healthcare professional reported that there was a hole on the expander that was not near the suture line. The hole was noticed during the implantation surgery, and the device had touched the patient. However, at this time of report, no patient consequences or procedural delays were reported due to the deflation. The implantation surgery was completed with using an unspecified mentor device. If additional information is received in the future, a supplemental report will be submitted.

Manufacturer narrative:
On 23-jun-2020, the suspected medical device was returned for evaluation. On 1-jul-2020, the investigation on the suspected medical device was completed. Investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed that there was an area of missing material on anterior view, measuring approximately 0.1 cm x 0.1 cm. Microscopic examination of the edges of the missing material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).